Manufacturer narrative:
This report is being filed in an abundance of caution as the customer mentioned a patient death when requesting a review of instrument performance to aid in their morbidity and mortality review case. The customer has stated that no patient treatment was provided based on the results obtained from the epoc instrument. The customer is not alleging that epoc caused or contributed to the death of the patient. No further investigation to be conducted as the customer is unable to provide the requested data. No product problem found.

Event description:
The customer requested a review of instrument performance to aid in their morbidity and mortality review case. The customer is not alleging that the epoc instrument caused or contributed to the patient death. The customer stated no clinical decisions were made with the results obtained from the epoc. The physician had a result from a different instrument within 10 minutes and their decisions were based on that analysis. Results, patient demographics, date of event, device serial number, and details surrounding the event are unknown.